Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2020 wherein the scs ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's patient controller was displaying "replace generator", indicating that the device has reached its end of life and is no longer providing therapy. The patient may undergo surgical intervention to resolve the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.